Manufacturer narrative:
The device that locks the swivel when you release the trigger can become un-mounted. This means that when you release the trigger, the control panel left to right swivel action is not stopped. The locking mechanism design was changed to prevent this from occurring.

Event description:
When the pivot at which the control pane steers the system become increasingly loose, it is more difficult to steer the product.